Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The console was able to read the barcode for the device; however, when the console was started the ¿check saline¿ error was displayed on the console and the complaint device failed to prime. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and was placed back into the pump. The seal cap was replaced and tightened down until it was tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again. The device was visually inspected again and the kinks were checked. There were severe kinks in the proximal shaft of the device, indicating there could potentially be a broken hypotube. The proximal shaft was cut during the product analysis to review the hypotube for damaged. It was revealed that the hypotube was broken 40cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 19 oct 2017. It was reported that an error message displayed. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During preparation outside the patient, it was noted the catheter was not recognized by the console. An error was detected in the initial test. The device was not introduced into the patient and the procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable. However. Device analysis found a broken hypotube.